Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10 mg/ml; 3.9 mg/day via an implantable pump. Indication for use was spinal pain and other chronic/intractable pain (trunk/limbs). The date of the event was (B)(6) 2018. It was reported the patient had a collection of cerebrospinal fluid (csf) in the pump pocket site (¿note per CT¿). The patient was admitted to the hospital. The pump was interrogated. The logs were checked and was within normal limits (wnl). A catheter revision occurred (B)(6) 2018 with a partial explant. The catheter was discarded. The 8709 was tied off and left in their body. No part of the 8709 was in use. The catheter was replaced with a new 8780 and attached to the current pump. The 8709-pump connection noted to be completely severed when the pump pocket was opened. The pump was decreased to the lowest simple continuous rate (dilaudid 0.48 mg/day). The issue was resolved. Patient status was alive - no injury. Patient weight and medical history was asked and will not be made available. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No further complications were reported.